Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: functional/device interaction. Visual inspection: the 10.5mm medullary reamer head (p/n: 352.105, lot # 21832) was returned and received at us cq. Upon visual inspection it was observed that the reamer head blades were dull. No other issues were identified with the returned device. Device failure/defect was identified and the complaint was confirmed. The complaint can not be replicated with the returned device(s). Functional test: the functional test was not performed as the device was received by itself. However, the alleged dull/will not cut condition can be confirmed as the received condition of the complaint device was felt and determined to be dull. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition is confirmed for the 10.5mm medullary reamer head (p/n: 352.105, lot # 21832). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part #: 352.105, synthes lot #: xx21832, supplier lot #: xx21832, release to warehouse date: 27 may 2009, supplier: (B)(4), no ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during field inventory, there were (14) reamer heads that were dull. There was no patient involvement. This report is for (1) 10.5mm medullary reamer head. This is report 5 of 14 for (B)(4).